Event description:
It was reported that, per staff in the room, a piece of plastic broke was retrieved. While inactive the blade started to peel. The instrument was entirely too hot entire shaft was too hot to even touch.

Manufacturer narrative:
It was reported that, per staff in the room, a piece of plastic broke was retrieved. While inactive the blade started to peel. The instrument was entirely too hot entire shaft was too hot to even touch. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.